Event description:
It was reported to philips that one of the allura device monitors was not working. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the screen was not working. Customer called back to philips and suggested that there was no work order required because the problem was resolved by the customer. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the issue was resolved. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.